Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of "high"; although specific value was not provided. A manual insulin injection was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that "cartridge pigtail found to be cut and damaged". Reportedly, the customer would perform supplies change and resume insulin delivery.